Event description:
The facility reports after a resident had been rolled from the trolley onto the bed, the carer moved the trolley by pulling at the plate/frame. The frame broke off when the carer pulled at it. No injuries reported.